Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 74.6 mm in diameter abdominal aortic aneurysm. It was reported that, approximately 3 years post index procedure, a CT revealed that the left common iliac artery had dilated and that the left iliac endurant limb was in the aneurysm sac due to a type ib endoleak. The left common iliac artery measured between 28 mm and 33 mm in diameter. The physician elected to implant an aortic cuff. The physician removed the supra renal fixation of the aortic cuff prior to implanting the device in the existing endurant limb and extended distally to cover the left internal iliac artery. The physician then elected to implant an additional endurant limb within the distal end of the existing endurant stent graft limb. The additional endurant limb was intentionally implanted low in order to obtain appropriate overlap, the physician elected to insert an additional endurant iliac extension at the level of the bifurcate flow divider and extended distally. The endoleak was resolved. Per the physician, the cause of the event was due to disease progression of the iliac aneurysm. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are; the exact cause of the distal type I endoleak could not be conclusively determined from the two still angio images provided. The pre-implant films, pre-implant anatomy information, films during implant procedure, and earlier post implant films were not provided. The two still images provided were non-contrast; the reported distal type I endoleak or resolution of the endoleak could not be assessed. It is possible that the disease progression leading to left common iliac artery dilatation may have contributed to the events.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.